Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A stability and clinical review has been conducted and has found no indication of any product stability performance issues or clinical performance issues that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified readings issue was reported with the use of adc freestyle libre sensor. Customer's grandparent reported via social media "my grandson almost died from the false reading". No further information was provided. It is unknown what, if any, third-party treatment was administered and if it was in any way related to the use of an adc device. Based on the information provided, there was no report of death or permanent impairment associated with this event. No contact information was provided to adc, therefore adc is unable to attempt any follow up activities related to this event.